Event description:
It was reported that the balloon burst. The patient presented with chest pain and underwent percutaneous coronary intervention. The 77% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during the second inflation at 12 atmospheres, the balloon burst. The device was removed, and no device fragments were left inside the patient's body. A 4.00mm x 12mm nc emerge balloon catheter was then used to complete the procedure. There were no patient complications. It was further reported that the balloon was not fully inflated and could not reach 12 atmospheres.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon burst. The patient presented with chest pain and underwent percutaneous coronary intervention. The 77% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during the second inflation at 12 atmospheres, the balloon burst. The device was removed, and no device fragments were left inside the patient's body. A 4.00mm x 12mm nc emerge balloon catheter was then used to complete the procedure. There were no patient complications.